Event description:
During PICC [peripherally inserted central catheter] line insertion the stylet was to be slightly removed to allow for complete insertion of PICC line into left saphenous vein. When PICC trained rn attempted to move the white "plug" on the end of the PICC and stylet, the white "plug" cracked in half, allowing the stylet to be removed but leaving part of the white "plug" in the end of the PICC line. This piece would need to be removed otherwise the PICC would be unable to be used and unable to hook up to fluid lines. The PICC trained rn was able to use jeweler to pry the white "plug" from the end of the PICC. Had this not been the case, the PICC would have had to be removed, therefore causing harm to the patient by needing another PICC placed thus another poke, creating risk for infection and possibility of not gaining IV access needed for adequate antibiotic coverage.